Manufacturer narrative:
Device evaluated by MFR: a 24 x 4.00 mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from the most distal stent strut row were lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred when the stent was caught on calcification during advancing attempts. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid shaft section and a visual examination of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent strut damage occurred. The target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). An noncompliant (nc) balloon was advanced to the lad to predilate the lesion. A 24 x 4.00 promus premier select stent was then advanced to the target lesion, but could not be positioned or placed. It was noted that there were no problems of delivery until the point of the stenosis. The device was unable to be deployed. The stent was smoothly removed through the guide catheter. After removing and inspecting the stent, the stent was noticed to have struts damaged. The physician suspected that the strut damage was the reason why the stent was unable to be positioned. The procedure was completed with another of the same device without problems. No patient harm resulted in relation to this event.

Event description:
It was reported that difficulty positioning a stent and stent strut damage occurred. The target lesion was located in the mildly calcified and mildly tortuous left anterior descending artery (lad). An noncompliant (nc) balloon was advanced to the lad to predilate the lesion. A 24 x 4.00 promus premier select stent was then advanced to the target lesion, but could not be positioned or placed. It was noted that there were no problems of delivery until the point of the stenosis. The device was unable to be deployed. The stent was smoothly removed through the guide catheter. After removing and inspecting the stent, the stent was noticed to have struts damaged. The physician suspected that the strut damage was the reason why the stent was unable to be positioned. The procedure was completed with another of the same device without problems. No patient harm resulted in relation to this event.